Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). The patient had 2 leads implanted and it was unclear which one had slid down. Please refer to manufacturer report # 2649622-2015-13393.

Event description:
A manufacturer representative reported that the patient's lead was revised. The lead wire had slid down in (B)(6) 2015. The patient was indicated for spinal pain.